Event description:
During a retroactive review of past treatment events for potential adverse event, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A data download revealed that a (B)(6) year old male pt was treated. Zoll customer support contacted the pt for additional info. The pt's daughter in law reported that the pt heard the alarms and the pt pressed the response buttons. The device alarmed again and the pt was treated. She reported the pt was feeling a little dizzy after the treatment. A review of the event indicates that the pt experienced an inappropriate defibrillation event. Svt at 196 bmp contributed to the false detection. The response buttons were pressed intermittently before the treatment but not immediately prior to the event and again after the treatment was delivered. The pt went to the hospital following the treatment and continued use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device evaluation summary: device evaluation on monitor sn (B)(4) and belt sn (B)(4) was completed. The monitor and belt were fully functional and able to detect and treat a pt. Device manufacture date: monitor sn (B)(4); 03/2012; electrode belt sn (B)(4): 12/2011. Additional inappropriate defibrillation narrative: inappropriate defibrillation are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.